Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was home about 3 weeks when they noticed it was not charging at night and having an ill effect on their heart. Patient was not certain as to what happened. All they knew was they could not use it within 3 weeks of implantation. Patient tried spending a day using the charger on + off. It would not charge. The patient still had the explanted device. Patient provided their weight information and stated that their hcp retired. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Patient mentioned she had ins removed because ins had stopped working a couple weeks after she got home from the hospital after implant surgery. Patient later said she was able to charge in the hospital, but at home she went to charge it at night it wouldn't charge or do anything. The ins battery stopped working. The ins was explanted in (B)(6) 2017, but did not know the exact date. No further complications were reported.